Event description:
It was reported that the insulin gauge was displaying a different amount than expected, specifically showing only 2 units instead of the anticipated 165 units. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in reloading the cartridge and was advised to monitor the situation and follow up if necessary.